Event description:
It was reported to technical services on (B)(6) 2012 that they suspect a lead failure on this rv lead. Patient came to ER by ambulance. Therapy was exhausted with 8 shocks. Also many nsvt's episodes stored showing noise. Tachy therapy is now programmed off. Working with dr. (B)(6). Rep believes patient will stay at hospital. An x-ray has been taken but rep has not seen it yet. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)